Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient data was not showing up on station but populating on server. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data was not showing up on station but populated on server. A technical support specialist (tss) received an email from the customer requesting an investigation into initial admission messages sent to specific patients during a server reboot. Although the customer had resolved the issue by resending the admission and update messages to correct patient locations, the tss responded by requesting patient details for further analysis. After receiving sample patient information and the reboot timeframe, the tss dialed into the server and ran several queries, but no results were returned. The tss determined that further investigation was needed from the interface team and shared the current findings with the customer, advising that updates would follow. The iest confirmed that admission messages for the sample patients were received successfully, with no errors or stuck messages in the queue. The tss advised to review the server database for any discrepancies. After logging into the patient encounter system and running a report, it was verified that users were able to remove medications following the server reboot. The findings were shared with the customer, and the customer asked for additional information, it was shared, along with a request for more patient examples related to newly reported issues. Eventually, the customer had responded, confirming no recent samples were affected and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient data was not showing up on station but populating on server. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.